Manufacturer narrative:
(B)(4). The device was not received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported alarm could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an as50 pump presented a 3500 error code. This occurred during patient infusion. The pump was delivering an unknown chemo drug and after 45 minutes 36ml had been delivered when the pump alarmed. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.